Event description:
It was reported that an o-ring was on the pneumatic tap. Customer¿s blood glucose level displayed high. Customer administered manual injection to resolve elevated glucose, successfully removed o-ring, and loaded a new cart to resume inulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.